Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a knife was blunt while attempting the main incision during surgery. An alternate knife was utilized in order to complete the procedure with no impact to the patient. Additional information has been requested.